Manufacturer narrative:
Based on the claim against the product by the customer noting coagulation not working, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The maryland bipolar forceps instrument was analyzed and failure analysis investigations did not replicate nor confirm the customer reported complaint. Failure analysis found the primary failure of could not reproduce to be related to the customer reported complaint. The instrument was placed and driven on an in-house system. The instrument passed the recognition, engagement, electrical continuity and energy delivery tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. Issues related to instrument errors or complications using the instrument reported by the user with no underlying product issue may be related to customer-induced problems, including misuse of the product and recognition issues. Additional observations not reported by the site were also identified: the maryland bipolar forceps instrument was found to have a frayed grip cable at the distal end. Common causes of the failure mode frayed instrument grip cable at distal are attributed to a component failure. Cable breakage, whether partial or full, may be attributed to reduction in ultimate strength of the material, which may be the result of damage to the cable through external collisions, during use, or during reprocessing. The instrument was found to have localized melting near the grip base. This failure is most commonly caused by insulation degradation and carbonized tissue creating a conductive path. Thermal damage to the conductor wire was observed during visual inspection. Common causes of this failure are typically attributed to component failure. The instrument was found to have damaged conductor wire insulation at the distal end. The internal wires of the conductor wire were exposed. The instrument passed electrical continuity and energy delivery tests. Common causes of this failure are typically attributed to component failure. This complaint is reportable malfunction event due to the following conclusion: the maryland bipolar forceps instrument had conductor wire damage. Thermal damage at or near a conductor wire breakage is evidence of electrical discharge at a location other than intended. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted donor hepatectomy surgical procedure, the maryland bipolar forceps instrument coagulation was not working. The procedure was completed using a backup maryland bipolar forceps with no reported injury.